Event description:
It was reported that the device would not cut properly. It was set at 60 watts blend, then went up to 90 watts to cut, but still was not right. Patient was grounded. Unit plugged directly into wall. Coopersurgical pads were used. Also tried several different loops in the wand. No patient injury. Unit sent for repair. No additional information is available. (B)(4), lp-20-120 leep 2024-05-0000045.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 03/21/2022 under wo #329342 & 329345 and shipped on 05/18/2023. Manufacturing record review: dhrs 329342 & 329345 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition in general terms where the unit was not working properly or not cutting. Some have reference to other issues that have since been resolved making this unit irrelevant. Product receipt: the complaint unit placed on RMA # (B)(4) and at csi 5/31/2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the unit was found to function to specifications free of defects. Root cause not applicable as the complaint was not confirmed. The unit was evaluated, tested to specifications with no issues and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.